Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected device conclusion: evaluation summary: (B)(4) distal conductor fractured; partial lead in segments was returned for analysis. The distal conductor was stretched. The outer insulation had cosmetic depressions and a white substance was observed.

Event description:
It was reported that the lead had high capture thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; partial lead in segments was returned for analysis. The distal conductor was stretched. The outer insulation had cosmetic depressions and a white substance was observed.